Event description:
It was reported to boston scientific corporation that a wallflex esophageal stent was used during an esophageal stenting procedure performed on (B)(6), 2010. According to the complainant, the stent was placed to heal a leak that developed after an esophageal diverticulum repair. On (B)(6), 2010, during a planned removal procedure, it was noted that the stent had a lot of tissue in-growth. The patient had exhibited no symptoms of obstruction prior to the removal procedure. The stent was removed successfully with forceps grasping the retention suture. There was some bleeding noted during the removal process, but no intervention was required. The leak was reported as healed and no other stent was placed. The patient had been on coumadin for other reasons (unknown), and the dose had been held prior to this procedure. The patient's condition at the conclusion of the procedure was reported to be "fine". The patient was reported as having a "complicated" medical history after his surgery to repair the esophageal diverticulum, and was discharged to a long-term care facility.

Event description:
Caller tested 1.9 inr on the coaguchek xs system while a professional coaguchek system returned as 1.4 inr. Caller's coumadin dose was increased based on reported values. No adverse event reported. Requested return of suspect system and replacement was sent.